Manufacturer narrative:
Weight & ethnicity: unknown/ not provided. (B)(4). The system was evaluated by a field service engineer (fse). Fse aligned calibration arm using alignment tool. Adjusted aspirator tube to proper height and centering. Checked microscope focus, reticle, fixation alignment and axis calibration and all were good. Confirmed iris was stable. The system met johnson & johnson specs upon departure. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that patient presented with central island on the right which was discovered after weekly follow up. This was a moderate myopia with cyl. Pre-op best corrected visual acuity (bcva) 20/15, current bcva 20/30 (as of (B)(6) 2021).